Event description:
It was further reported that the physician experienced significant difficulty entering the ventricle. The device was ultimately released in the atrium, under the assumption that it was positioned in the ventricle. Due to the femoral approach and the patient¿s cardiac anatomy, access to the ventricle was in fact impossible: the angle was far too acute, and the sheath was advanced to its extreme limit until it bent. During the procedure, every possible attempt was made to retrieve the device, including while it was still attached, but it was unsuccessful. The physician therefore decided to leave it in place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [mc1vr01] product ID: [mc1vr01-delsys], (serial: [(B)(6)]). D9: no. Dev rtn to MFR? Yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), device could not be retrieved from the right atrium. Second leadless ipg was successfully implanted via jugular vein. Both devices are stimulating, but the one in the ra has a higher thresholds than the one in the rv. No patient complications have been reported as a result of this event.